Event description:
A surgeon reported that the system displayed an energy error, 30% in to the treatment. Energy check was performed, in calibration mode and system displayed 20% energy check, after which the system could not be used. The interrupted treatment could not be completed, and reporter stated that the case will be retreated later. Additional information was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).